Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer gave too large of a bolus, resulting in a low blood glucose (bg) level of 30 mg/dl. Low bg was addressed by consuming carbohydrates. Tandem technical support assisted customer in adjusting max bolus setting as requested and advised them to consult with their healthcare provider regarding setting adjustment.